Manufacturer narrative:
(B)(4). Device evaluation: the device was not returned to the manufacturer for evaluation. Visual evaluation could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. The complaint history search revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 18.0 diopter intraocular lens (iol) was explanted from a male patient's left eye due to a myopic outcome. Lens was replaced with the same model lens but with a 16.5 diopter. There was no incision enlargement, no vitrectomy and no patient post-op injury reported. No other information was provided.